Event description:
It was reported that the pt experienced a (B)(6) at the incision site. The infection was treated and resolved. The pt also experienced pain at the left implantable neurostimulator (ins) pocket site and reported hearing a "snapping" somewhere inside the left system. Pt status was reported as good, but frustrated. Add'l info has been requested, but was not available as of the date of this report. Refer to MFR report #3004209178201107975.

Manufacturer narrative:
(B)(4).